Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Malformed staples. It was reported that during the laparoscopic distal gastrectomy surgery, when severing gastrojejunum tissue, after fired, noted staples malformed with irregular shape( with straight leg). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 01/11/2021. D4: batch # u5cj7v. H6: component code = others (g07). Device analysis: the analysis results found that the ecs25a device arrived with no apparent damage. Only half washer was present, the device was fully loaded with staples, indicating that the device had not being fired. A new washer was placed on the device and tested for functionality: it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. No conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. It is impossible for a device to be fired multiple times due to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.